Manufacturer narrative:
(B)(4)

Event description:
It has been reported that the device repeatedly gave the "analyzation interrupted" message during a patient use event even after the pads were changed. The patient outcome is unknown.